Manufacturer narrative:
It was reported that the tubing felt loose. One picture was taken by the customer which verifies the complaint that the tubing separated from the filter. The reported lot number does not match the reported material number. A notification was sent to the manufacturer. The root cause could not be determined due to no sample being returned. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was loose the following information was received by the initial reporter with the following verbatim: we use the bd alaris pump infusion set (ref 11532269) for our paclitaxel bags. Couple of weeks ago, we had an issue where the rn administering the paclitaxel noticed that the blue tubing attached to the 0.2 micron filter felt loose so she returned it to pharmacy. Product ref #(material number): 11532269. Product description - bd alaris pump infusion set. 0.2 micron filter. Back check valve. Low sorbing tubing (pe lined). 2 smartsite y-sites.